Event description:
Customer reported, set used for intralipids had to be disconnected from use due to large amounts of air occurring, causing air-in-line alarms in the infusion pump. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of air-in-line alarms was confirmed. During functional testing, a loose engagement at the white spike to upper fitment junction was observed during inspection. This set was also observed to leak at the engagement point. The cause of the customer's experience of air-in-line was due to the loose connection observed at the engagement between the white spike and the upper fitment. The root cause for this issue was not identified.